Manufacturer narrative:
Device seated unexpectedly with no reservoir installed in the reservoir compartment due to sand and debris in the reservoir compartment causing the motor slide to get stuck. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to unexpected pump seating anomaly. Unable to verify prime/fill anomaly or insulin flow blocked alarm/no delivery alarm/occlusion alarm due to unexpected pump seating anomaly. Device uploaded properly using carelink. Device had minor scratched display window and a scratched case. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that during prime piston didn't move when she presses the button to reach the bottom of the reservoir. The customer's blood glucose value was unknown at the time of incident. The customer pressed the fill tubing buttons, no insulin flow out. The insulin pump will not be returned for analysis.